Manufacturer narrative:
A field service engineer (fse) followed up with the customer via phone and was able to verify the reported issue. The fse instructed the customer to inspect the wash probes for any issues. The customer identified wash probe#1 was sticking and not springing back into place. Fse instructed the customer to clean the collar of the wash probe with alcohol to correct the issue. The customer ran controls with no further issues. The aia-900 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10885406. There were no other similar complaints found during the searched period. The st-aia pack ctnl2 analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The most probable cause of the reported event was due to sticky wash probe.

Event description:
A customer reported out of range l1 quality control (qc) for troponin on the aia-900 analyzer. The customer stated that a fresh diluent and substrate was added, tips were replaced, and decon was performed one month prior. Customer also stated original qc vials aliquoted per run. Customer thawed a fresh aliquot to test, installed a new wash, and recalibrated but issue recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issues which caused a delay in reporting cardiac troponin I (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.